Manufacturer narrative:
Evaluation summary: the sterilization process for this device was validated in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10(-6) or better. The manufacturing lot specified in this complaint was processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. Additionally, this device was packaged in a class 10,000 clean room, under a specially designed hooded packaging station that creates a class 1000 clean room environment that significantly reduces the presence of foreign contaminants. Therefore, it is highly unlikely that the presence of the foreign material found in the package would lead to any infections or other bio-incompatibility if the device had been used. There are no other known complaints from this lot. There is no way to confirm that the foreign matter was inside the sterile packaging prior to being opened and introduced into the operating room. There is a possibility that the foreign matter originated from the operating room environment. A definitive root cause for this event cannot be determined. Evaluation: device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected.

Event description:
Upon opening the box, the scrub tech noticed a hair inside the liner. A 36mm liner was used instead of the 40mm.